Event description:
It was reported a spectrum pump infused medication to a patient too quickly. The pump was programmed to deliver 500 ml of pamidronate at a rate of 167 mg/hr over 3 hours. There was no medication left in the bag after 2 hours and 5 minutes. The pump menu screen showed at this time that 315 ml had infused and 1 hour and 4 minutes remained in the infusion, however the IV bag was empty. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.